Event description:
It was reported that post-op the locking cap rotated and the screw was backing out of the bone. The pt has not been revised at the time of this report.

Manufacturer narrative:
At the time of this report no add'l info was available. A supplemental report will be submitted with any relevant info that is received.